Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient did not have stimulation and his ipg would not communicate with external devices. Replacement external devices did not resolve the issue. An x-ray was taken which revealed the ipg had flipped. Attempts to determine the next course of action were unsuccessful.